Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent primary breast augmentation with a mentor smooth round moderate profile 300cc saline prosthesis experienced deflation on the left breast prosthesis post procedure. In addition, a mammogram done in (B)(6) 2018 confirmed the deflation. At the time of this report, mentor has received no information regarding explant date.

Manufacturer narrative:
On 10/17/2018, mentor received updated initial reporter information. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The device history record (DHR) was reviewed on (B)(6) 2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. On (B)(6) 2018, mentor received additional information: is other serious: uncheck .required intervention: check . Explantation date: (B)(6) 2018. Method codes: 4114. The patient underwent bilateral removal and replacement with mentor memorygel breast implant 320cc gel prostheses on (B)(6) 2018; catalog # 3507320mc, s/ns (B)(4) (l) and (B)(4) (r). Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Concomitant products: right mentor smooth round moderate profile 300cc saline prosthesis, catalog: 3501645, serial number:(B)(4), lot: 267422. Manufacturer¿s reference number: (B)(4).